Event description:
Livanova received a report that a lifesparc pump circuit was primed and when the user attempted to initiate support, zero flow was generated through the circuit. The event occurred prior to placing a patient on the circuit. The pump vibrated and no forward blood flow was achieved through the circuit. The user switched to a new circuit and had no further issues. No patient harm was reported, as the event occurred prior to support.

Manufacturer narrative:
A1.-a6. Patient information was not provided. D9. Customer originally made device available for return, however it was not in a state where it could be returned and customer rejected requests to assist in getting the device into a state where it could be returned. While these discussions were ongoing, the customer reported that the device had been discarded. H10. Livanova manufactures the lifesparc controller. The incident occurred in (B)(6). There was no patient impact reported. The device was requested to be returned to livanova for further investigation and the customer indicated that it was available. Upon the livanova representative arriving at the facility to pick up the pump, it was discovered that the device was not properly preserved. There was no effort made to clean the device following use, and the entire circuit was left intact, making it too large to fit within the biohazard return kits available. Multiple requests were made asking the customer to assist in cleaning the device and/or breaking down the circuit so the device could be returned, however those requests have been rejected by the customer. As the unit was in a biohazardous state and the livanova representative did not have the necessary equipment required to handle and break down the device in the current biohazard state, it was unable to be returned and further investigation could not be performed at that time. During further follow-up with the customer regarding the status of the device, it was reported that they have discarded the unit and it is no longer available for return. Review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As an investigation of the complained device could not be performed, a root cause was not determined and corrective actions have not been identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.